Event description:
It was reported that the patient developed a staph infection at the implant site. Antibiotics were administered. The patient was at home. Further information is being requested from the hcp.